Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the high right atrial (ra) lead impedances had stabilized. The right ventricular (rv) lead impedances were elevated; however, were not out of range and noise was noted on the rv channel. It was questioned if this could be a loosened header. Boston scientific technical services (ts) discussed the behavior of a loosened header. A revision procedure was performed, during which the elevated impedances could not be reproduced. It was noted that the patient's left sided vasculature was totally occluded, thus the physician chose to implant a new system on the right side. This device and the non-boston scientific leads were left in place with all therapies off. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded variable atrial and right ventricular (rv) impedances, exhibited by non-boston scientific leads. It was noted that the measurements were intermittently greater than 2,000 ohms. A save to disk was performed and will be returned for evaluation. No adverse patient effects were reported.